Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses. The customer applied more force to the wake button to resolve the issue. Additionally, it was reported that an occlusion alarm occurred and air bubbles were observed in the infusion set tubing. Reportedly, the tubing was primed and the pump supplies were changed to address the issues and insulin delivery was resumed. Customer's blood glucose level ranged from 249 mg/dl to 392 mg/dl.